Event description:
A report was received that the patient was experiencing a burning sensation at the pocket site when charging his ipg. The patient also felt irration at the pocket site when walking. The physician prescribed the patient lidocaine patches.

Manufacturer narrative:
Additional information was received that the lidocaine patches have helped the patient's pain and the burning sensation is no longer occuring. There is no further course of action planned for this patient.

Event description:
A report was received that the patient was experiencing a burning sensation at the pocket site when charging his ipg. The patient also felt irritation at the pocket site when walking. The physician prescribed the patient lidocaine patches.